Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: customer: has received several reports from staff that some of the products from the lot #¿s are not flushing.

Manufacturer narrative:
It was reported smart site extension will not flush. Received from the customer is one used extension set model 20019e lot 20045839. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during initial visual inspection. Functional testing was performed by using a lab syringe and attaching it to each smartsite port on the set allowing fluid to flow through the whole set by flush. Flushing each smartsite port (p/n 605800-100) was met with an occlusion. A device history record for model 20019e with lot number 20045839 was performed. The search showed that a total of(B)(4) units in 1 lot number were built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the smartsite extension will not flush was confirmed to be an occlusion at both of the smartsite ports. The root cause of the occlusion could not be determined. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp was clogged/blocked/occluded. The following information was provided by the initial reporter: customer: has received several reports from staff that some of the products from the lot#¿s are not flushing.